Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the tubing and reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer reported that the size of air bubbles was large. The customer noticed air bubbles during filling process. The air bubbles are found in the reservoir. The troubleshooting was performed for air bubble anomaly. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811. Found no air bubbles and no leaks anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles and no leaks.